Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the arm. The patient was asleep and experienced seizure. The cgm reading was 67 mg/dl and the bg was measured by the parent showing 24 mg/dl. The parents treated the patient with nasal glucagon and called an ambulance. The patient woke, was treated further by emergency medical service with glucose gel and was transferred to the emergency department. There, the hypoglycemia continued. She was treated further with an unspecified IV fluid and carbohydrates and monitored for 2 hours. There was no documentation of further medical intervention for hypoglycemia. At the time of the call, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.